Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an epic biliary stent was to be used to treat a malignant stricture due to bile duct cancer during a biliary stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous. According to the complainant, during the procedure, the stent was attempted to be deployed in the lower part of the bile duct. The handle was rotated but the stent could not be deployed. Reportedly, the stent suddenly began to deploy, and a long part of the stent came out in the duodenum. The stent was removed from the patient and another epic biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event.